Event description:
It was reported that 'poor measurements' were obtained at a device follow-up. During a repositioning attempt, there was difficulty getting the helix to retract. The physician observed narrow anatomy of the subclavian vein. The lead was removed and replaced. With the lead outside the patient's body, 30 turns were required to extend the helix. No patient complications were reported as a result of this event, and the patient outcome was noted to be 'healthy' following the lead replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.